Manufacturer narrative:
Device received. Investigation summary background:it was reported that on an unknown date, during demonstration, the threaded drill guide with depth gauge would not properly thread into the appropriately sized plates. Multiple plates were attempted but none of them can be exactly identified at this time. There was no patient involvement. Concomitant device reported: unk - plates (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: functional. Visual inspection: the 1.5 mm threaded drill guide with depth gauge (p/n 323.034 lot 3746236) was received showing no visual defects or deformities across the instrument and threads. The device was inspected under 10x magnification. Functional inspection: functional testing could not be completed as the mating plates were not received for evaluation. Can the complaint be replicated with the returned device(s)? Indeterminate: the reported complaint condition could not be replicated as the mating plates were not received for evaluation. No device failure/defect was identified with the returned device. No issues were observed that may have caused/contributed to the complaint condition. Dimensional inspection: dimensional inspection was not conducted as the complaint could not be replicated and no defects/deformities were observed that may have caused/contributed to the complaint condition. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. - lcp-bohrbuchse 2.0 skaliert sm_116149 rev c to g during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed for the 1.5 mm threaded drill guide with depth gauge (p/n 323.034 lot 3746236) as no visual defects or deformities were observed across the instrument and threads. Functional testing could not be completed as the mating plates were not received for evaluation. No evidence was identified that could have caused the inability of the drill guide to assemble/thread onto intended plates. No definitive root cause could be determined for the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A review of the device history: device history lot. Product code: 323.034, lot #: 3746236. Manufacturing site: (B)(4). Release to warehouse date: 25. March 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during demonstration, the threaded drill guide with depth gauge would not properly thread into the appropriately sized plates. Multiple plates were attempted but none of them can be exactly identified at this time. There was no patient involvement. Concomitant device reported: unk - plates (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).